Event description:
It was reported by the rep that the (1) tx60b was used during a bowel resection procedure. It was reported that the stapler was fired for anastomosis on bowel. The staples looked okay but when the tissue was (milked?) The staple line separated completely. Anastomosis was oversewn with suture to complete the case.